Event description:
It was reported that the customer has hospitalized due to low blood glucose, and was in the hospital for over a month. The customer stated that she was told by the doctor that the insulin pump was not functioning properly, and that she needs a replacement of the insulin pump. Troubleshooting was performed. Found that the customer did not have low blood glucose at time of call, and her blood glucose was stable. Reviewed the settings and found that the bolus history was not there anymore since she had not used the insulin pump for the past two months. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.